Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon investigation, the transmitter was not working, and read errors were noted. Troubleshooting attempts failed. The patient presented in clinic. The programmer was unable to read the patient's implantable cardioverter-defibrillator (ICD). No signal from the ICD. Further interrogation noted that it appears on merlin.net that the device was offline. No changes were made. No patient symptoms were reported.